Event description:
Medtronic received a report that the patient was undergoing treatment for middle meningeal artery embolization. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 7mm diameter. It was reported that during the procedure, the physician began to inject onyx18 but only visualized a leak at proximal to the floppy segment and small amount coming out of the marathon microcatheter tip. When the physician panned down saw onyx coming out of marathon into the external carotid artery (eca) and then into internal carotid artery (ica). Physician removed the marathon and the guide catheter hoping to retrieve the onyx with it. It did not come back with the catheters and a cast remained in the eca and ica. Physician then used a snare to remove pieces of the onyx cast from the ica. During removal a small piece dislodged and became wedges in the mca at the origin of the anterior temporal artery. Physician then went up with an aspiration catheter and a solitaire to remove the piece of onyx case. Removal was successful. It was noted that the catheter was not inspected or tested prior to use. No the reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported there was no resistance noted during onyx injection, it was first noted that only that the onyx was not coming out of the distal end of the catheter as expected, then observed onyx leaking out more proximally. The cause of the catheter leak was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information provided h1: updated type of or reportable event h6: updated codes based on additional information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient experienced a basal gangliar stroke during the thrombectomy of the onyx emboli and is in hospice care, under dni and dnr.